Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope for an unknown reason. The device interrogation revealed that all measurements were within normal limits and there were no stored episodes in the arrythmia logbook. Isometrics and deep breathing were performed with no noise or change to impedance measurements. Upon review of the sensor trending data, it was noted that the patient's heart rate dropped from 80 bpm to the lower rate limit for an hour. The sales representative stated that the physician is considering increasing the lower rate limit and technical service discussed that they could also consider programing the sudden bradycardia response feature on in the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as the device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the entire pacemaker system was explanted due to syncope and the patient was upgraded to a bi-ventricular system. No additional adverse patient effects were reported.